Event description:
Dyonics handpiece was being used by orthopedic surgeon during acl repair on pt; during use two pieces of the handpiece broke off and fell to the floor. The handpiece was removed from the field and there was no injury to the pt; all pieces were recovered. The pt did well postoperatively and was discharged later the same day.